Event description:
It was reported that the lead exhibited loss of capture and sensing one week post implant. The lead was noted to be fractured upon removal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Electrical analysis revealed an intermittent short circuit due to damaged distal insulation.